Event description:
A (B)(6) girl with muscular dystrophy is taken to the toilet and lifted to a clean shower chair. All four casters have been locked/secured. But the carer cannot remember if the casters are turned to the front or the back. The girl leans forward, as she always does, when she poops. According to the girl, this is the situation when the shower chair tips over. The girl falls out of the chair and she hits her head on the floor. Later on her mother explains that the girl lost one of her front teeth and the other front tooth was broken. It's also mentioned by the mother that a nerve has been damaged.

Manufacturer narrative:
Our conclusion is that the shower chair tipped over due to change of the gravity when the girl leaned forward. It is described in the manual that the seating position affects the stability. Risk analysis has been performed for the product. The hazard with shower chair tipping over is handled in the risk analysis. The risk is considered acceptable.